Manufacturer narrative:
The hospital performs investigation by themselves. No service or repair was requested. No ventilator errors could be detected. No parts were replaced. The investigation consists of an evaluation of the information from the hospital and the ventilator¿s logs that were received. Review of provided event log confirms the reported alarms for high respiratory rate and expiratory cassette error but also alarms for high airway pressure. The alarms indicate an increased expiratory resistance in the patient¿s breathing system, where one possible cause is an occluded expiratory bacteria filter. Moisture in the expiratory cassette may lead to alarms for expiratory cassette error. No stop of ventilation could be noted in the log. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. According to the test log, the ventilator passed pre-use check prior and after the event. According to additional information from the hospital, the problem was caused by a wet bacterial filter connected to the expiratory side on the patient´s circuit. The ventilator was replaced with another one and ventilation could continue. The user¿s manual contains a warning that the expiratory airway pressure must be carefully monitored to protect the patient against accidently high airway pressure when using expiratory bacteria filters. Increased airway pressure could result from a clogged expiratory bacteria filter. The filter should be replaced if the expiratory resistance increases or after maximum 24 hours, whichever comes first. Our conclusion is that there are no indications of stop of ventilation in the logs. The reported alarms were caused by the wet bacterial filter and not a ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient weaning from the ventilator, it stopped ventilating with alarms for high respiratory rate and expiratory cassette error. No tidal volumes were delivered. There was no patient harm. (B)(4).